Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation or soreness. Medical intervention was not specified. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. There was four error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit was corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.